Event description:
Caller reported a malfunction on the pump that occurred without any notable preceding events. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and assisted the customer with a temporary reset of their current pump. The customer was instructed to return the malfunctioning pump using a prepaid label and was informed about receiving a replacement pump with updated software. The customer acknowledged all instructions and confirmed the shipping address.